Event description:
Related manufacturer reference number: 2017865-2023-05786it was reported the patient presented to the emergency room with discomfort from chest stimulation. Upon interrogation, it was discovered the atrial lead exhibited low pacing impedance, failure to capture, and low p-wave amplitude sensing. X-ray showed the atrial lead had dislodged and the implantable cardioverter defibrillator (ICD) had migrated. The atrial lead was explanted and replaced. The patient was in stable condition.